Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report adverse event on (B)(6) 2014. Patient claimed that as of (B)(6) 2014, receiver would not turn on and was relying solely on blood glucose values from finger stick. Patient stated that on (B)(6) 2014, they lost consciousness and were vomiting from high blood sugar. Patient's mother called the ambulance and patient was brought to the hospital. Patient did not report any further medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). Adverse event or problem - additional, adverse event or problem - correction to remove product problem, date of event - correction, date of this report - correction, describe event or problem - correction, type of reportable event - correction, correction/additional information.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report adverse event on (B)(6) 2014. Patient reported that they lost consciousness and was vomiting from high blood sugar. Patient's mother called the ambulance and patient was brought to the hospital. Patient did not report any further medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).